Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
This event was extracted from MFR 2916596-2026-02017. It was reported that the patient had chronic driveline infection. The event date was estimated to cover the onset of the driveline infections.